Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed.

Event description:
During patient use, the thermogard console (sn (B)(6) unexpectedly shut down. The customer switched to an alternative thermogard console to continue therapy. No consequences or impact to the patient.

Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) unexpectedly shut down was confirmed during the functional testing. The root cause of the reported complaint was a blown fuse, likely caused by the power overcurrent. The event log review showed no significant discrepancies. During the functional testing, the cause for the reported complaint was determined to be a blown fuse. The fuse needs to be replaced to address the reported complaint. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).